Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with (left) 425cc mentor memorygel breast implant and a (right) 375cc mentor memorygel breast implant, suffered bilateral capsular contractures (baker grade IV), post-procedure. The implants were described to be up to the patient's chin, with the left side being super bad. In addition, the patient also suffered ruptured ovary and was having hormone problems, growing dark hair on their chin, and change in their voice. As a result, the patient underwent bilateral removal and bilateral replacement on (B)(6) 2016. The replacement devices were the following: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7281391 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 6963584 sn: (B)(4). This medwatch form is for the right breast prosthesis.